Manufacturer narrative:
D4: corrected the serial number, catalog number, and UDI. D9: added devices return information.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the low or blocked pump flow issue was due to biomaterial ingestion based on data log review and returned product investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted to correct (b1 and b2) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report.

Manufacturer narrative:
Corrected information has been provided in b5.

Event description:
Additional information indicates that, ongoing suction alarm at p2. Placement signals decoupled at p4, spike in mc observed, and decrease in impella flow.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 65-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. During support, ongoing suction alarms were noted at p2. Placement signals decoupled at p4, a spike in motor current was observed, and impella flow decreased. Suction alarm and sudden loss of flow with motor current spike occurred. Anticoagulation had been stopped prior to these events. The device was replaced with a new cp, and biomaterials were observed in the outflow after explant. The patient survived to explant. Thromboembolism may occur due to interruption of anticoagulation, underlying critical illness, and device-related factors.